Event description:
It was reported that asymptomatic patient presented in the clinic. Upon interrogation, the atrial lead exhibited noise and the auto mode switch episodes were noted. No further intervention was performed. The patient remained stable and will be monitored continuously.